Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing the device touchscreen could not be calibrated, the device is overheating and the fan is not turning. There were no reports delays of critical therapies while the device was in clinical use. No other additional info was provided.